Event description:
A malfunction with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if any issues reoccurred.